Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04181. The sjm rep met with the pt and heating while charging the ipg was reported. The pt stated she had seen a commercial on tv and requested a new charging system. The sjm rep provided the pt with a new charging sys.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.